Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during da vinci-assisted malignant hysterectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report error 32056 on universal surgical manipulator (usm)2. Tse verified presence of error on logs. Prior to call, users power cycled system but error persisted. Tse guided caller through a hard power cycle/epo of system but fault persisted. Tse informed caller arm 2 is not usable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system worked for the first surgery without any complications. Site was able to disconnect the arm 2 when the problem came and continued the operation with three arms.